Event description:
One day postoperative, the surgeon observed that the lens was at an angle and was vaulting forward. The surgeon tried to reposition the lens; however, the lens would not "seat" properly and it was replaced.